Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was indicated that the patient was under 2 years old, which is off-label usage of the device. The product was evaluated. An external visual inspection was performed and passed. Exterior physical visual inspection was performed and passed. Voltage measurement was performed and passed. Perform pairing test with nordic bluetooth device was performed and passed. A review of the share log was performed and signal loss was found within the investigation window however, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.